Manufacturer narrative:
There is a possible temporal relationship between the event of the patient¿s syncopal event and pd therapy on the liberty cycler, however, it is unknown if the patient was in active treatment at the time of the event. The patient has a history of being dizzy and hypotensive and per medical records most likely experienced a vasovagal syncopal event. There is no documentation in the complaint file that shows a causal relationship between the adverse event and the liberty cycler. Additionally, based on treatment data from the liberty cycler the patient did not experience any increased intraperitoneal volume (iipv). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported that the patient had to be hospitalized and she believes it had to do with the patient's negative ultrafiltration. Patient has not received any alarms. Patient contact did not specify the day he went into the hospital, she stated that he often felt dizzy and had low blood pressure. Follow-up with the patient¿s peritoneal dialysis registered nurse [pd(rn)] and discharge summary documented that the patient was admitted to the hospital on (B)(6) 2018 due to a syncopal event. The patient was initially admitted to a different facility but they were unable to provide pd treatment to the patient and subsequently transferred to another hospital. Initially, there was concern that the patient had sepsis and was administered vancomycin and zosyn 1 dose (route, dose, and strength unknown) and fluids (unknown type and volume). Due to a lack of sign and symptoms of infection, and the patient¿s history of dizziness, dehydration, labile blood pressure and having a loose bowel movement immediately prior to the syncopal episode, it was thought that the patient experienced vasovagal syncope. The patient¿s EKG upon admission was unchanged from baseline. There was no concern for a seizure and the patient was reintroduced to metoprolol and amlodipine which were initially withheld. The patient continued to complete pd therapy during hospitalization (unknown if fresenius product used) and pd effluent was negative for infection. The patient continued on rifampin for latent tuberculosis. No other hospital treatment is known and the patient was discharged (B)(6) 2018.

Event description:
"."

Manufacturer narrative:
The reported complaint symptom (no allegation of product deficiency) cannot be confirmed or unconfirmed. Information has been documented. The reported complaint symptom code (uf questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed no signs of physical damage. The as-received simulated treatment with reduced dwell was performed and completely without failures. The programmed displayed fill values were within tolerance. The valve actuation test passed. The system air leak test passed. The teach pumps test passed. There were no visual indications of dried fluid within the cassette compartment. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.